Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 10/1/2019. Device evaluation: the returned sample was received. Only returned folding carton box and lens case/insert. However, in the initial report there was no specific report against the suspect lens. Therefore, the reported event cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed / replaced during the same procedure. If explanted, give date: not applicable, as lens was removed / replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was inserted but doctor saw the capsule bag got damaged. The lens was removed. It was noted that there was vitrectomy and sutures were placed. The doctor put in the lens and then took it out. There was capsule tear; but was unconfirmed if that was the doctor's reason for removal. The same model lens was used for the replacement. Patient was well post-op. No other information was provided.